Event description:
Customer reported results of 376mg/dl on his accu-chek advantage system, against 99mg/dl on his physicians professional system. Results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.